Manufacturer narrative:
Evaluation summary: it was caused due to a insufficient reprocessing on the nozzle. In addition, we confirmed that the control body assy complete worn out and the suction channel buckle; however, these are not related to the alleged complaint. Replaced the air/water nozzle. This device is not marketed in us, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090.. This report is being filed as part of the pentax backlog management plan.

Event description:
The a/w nozzles are clogged, the control body is defective. The time of event is during inspection. There was no report of patient harm.